Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with the sensors. Customer's blood glucose level dropped to 35 mg/dl. Their sensor glucose reading was 78 mg/dl. The customer treated their blood glucose level with soda. The device was not returned.